Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient ((B)(6)) came in for cardiac rehab this am using her prescribed airsep freestyle 3 portable oxygen concentrator. At approx. 0915 (B)(6) from cardiac rehab presented at (B)(6) store stating that the poc had started "burning". (B)(6) (intake staff member) came to get (B)(6) to look at the unit. The unit had clear black/brown singe marks coming up from the top intake filter. Filters appeared clean and not occluded and unit was in manufacturers carrying bag appropriate to the unit. (B)(6) stated (and (B)(6) also confirmed with patient in cardiac rehab area) that the patient presented for cardiac rehab using her poc that was functioning appropriately. She sat down in a chair across from a recumbent bike she would be using. The poc was placed next to her on the floor. The patient switched off the unit and (B)(6) confirmed it was off because she then placed the patient on one of cardiac rehabs e cylinders for use during her session. The patient walked to the bike sat down and (B)(6) glanced back at the chair and poc unit noticing smoke coming off the unit. The patient's sweatshirt sleeve was draped over the corner of the unit that did start to smoke/singe. (B)(6) quickly removed the unit from the rest of the oxygen sources and brought the unit directly to the (B)(6) store. The patient was provided a new airsep freestyle 3 checked out as functional from the store and exchange was done. The defective unit was taken to (B)(6) store manager (B)(6) who contacted the company and (B)(6) (supervisor) in biomed. At this time, the patient has needed equipment and is happy with outcome. (B)(6) store will be following up appropriately with biomed and vendor. Vendor is asking unit to be sent to them with pictures and additional information. Additional information requested: the poc was not charged overnight. The last time the unit was charged according to the patient was 3-4 days ago. At the time of the smoke from the unit, the unit was not plugged in. There was no additional heat sources or exposure to heat in the home or during transport to the hospital for rehab. Transport was done by (B)(6) vans and the patient was in the back seat away from "feet/ground blowing" heater. (B)(6) store received both the unit and battery on 9/27/2016. When on the phone with (B)(6). Unit was not with patient when incident happened. Patient was doing exercises at cardiac rehab with a lox tank. Unit started smoking while it was not running and sitting to the side.

Manufacturer narrative:
During further investigation, the following was identified: maxon motors performed an extensive root-cause analysis and failure investigation. Maxon did not identify any design issues to cause this failure mode. Maxon focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Manufacturer narrative:
Unit was returned for evaluation. Based on the concentrated damage found on the pcb assembly and on the unit's front cover, it can be determined that the fire originated internally from the motor control board. A short circuit between components on the board could have caused the fire. The soot found on the inside of the front cover suggests that the fire burned internally before melting the plastic features of the unit's front cover. The unit's other subassemblies were found undamaged.